Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was noted in the patient tubing line. Customer reported experiencing blood glucose levels between 101-181 (mg/dl). Customer rested and suspended insulin delivery for 101 (mg/dl) bg level and changed pump supplies and delivered a bolus for 181 (mg/dl) bg level. During troubleshooting with tandem technical support, customer indicated that they did not remove all residual air from cartridge prior to filling with insulin. Customer was reminded to properly complete air removal step to avoid possibly introducing excess air into the patient tubing line. Customer acknowledged.